Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain. The breach in aseptic technique was further described as touching the catheter site too much. It was reported the patient was hospitalized for three weeks for the event. The patient was treated with unspecified antibiotics for the event. On an unreported date, the patient was discharged from the hospital. Dianeal therapy was ongoing. The patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.